Event description:
During placement of arterial lead, the silicone suture sleeve surrounding the lead came off and slipped into venous system. Arterial lead left out. Unable to locate sleeve in operative field.